Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report event of fractured lead was not confirmed and cannot be fully analyzed due to the returned lead being incomplete. As received, the returned terminal end lead segment passed isolation resistance testing. The cause of the reported event remains unknown.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown.

Event description:
It was reported that the patient was experiencing a shocking sensation when turning on the drg system. X-rays revealed that the patient's l5 lead was fractured. As a result, the physician plans to replace the patient's l5 lead.

Event description:
It was reported that the patient's l5 lead was partially explanted and a new lead was implanted at the l5 location. Reportedly, the physician kept the tip of the lead in as it would not come out. Therapy was restored following the procedure.